Event description:
It was reported that a pt being infused with platelets through the device experienced severe hypotension after 10 minutes from start of transfusion. The transfusion was stopped and blood pressure increased. When transfusion was restarted the pt's blood pressure again decreased, infusion was discontinued.